Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump does not record boluses delivered in the pump history. The reporter did not have the pump available for troubleshooting. There is no blood glucose excursion related to this issue. This complaint is being reported based on the allegation that the pump is not recording boluses in the history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 05/28/ 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump was exercised for a 24 hr duration period on a 1u per hour basal rate; no alarms occurred during this time period. .a ezbg bolus was successfully performed. It was accurately recorded in the pump history. Successfully performed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.